Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned ise results for 2 patient samples tested on a cobas 6000 c (501) module. Based on the data provided, both patients had discrepant sodium (na) and chloride (cl) results. Patient 1 initial na result on the c501 module in question was 156.1 mmol/l. The sample was repeated on the same module with a result of 143.0 mmol/l. The sample was repeated on a different c501 module with a result of 146 mmol/l. Patient 1 initial cl result on the c501 module in question was 92.8 mmol/l. The sample was repeated on a different c501 module with a result of 105 mmol/l. On (B)(6) 2019 patient 2 initial na result on the c501 module in question was 119.1 mmol/l. The sample was repeated on the same module with a result of 135.6 mmol/l. The sample was repeated on a different c501 module with a result of 137 mmol/l. Patient 2 initial cl result on the c501 module in question was 75.4 mmol/l. The sample was repeated on the same module with a result of 97.3 mmol/l. The sample was repeated on a different c501 module with a result of 102 mmol/l. None of the results in question were reported outside of the laboratory. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.